Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/29/2016 and found a leak at pinch valve vl46a (upper sheath restrictor) and replaced the tubing resolving the leak and assisted the customer with calibration (scal) and verified and validated the system. (B)(4).

Event description:
The customer reported a clear fluid leak from under a coulter lh 780 hematology analyzer. The source of the leak could not be identified, and a service visit was requested. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.